Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was "high" on the continuous glucose monitor; cause for high bg was unknown. Customer changed cartridge to address bg.

Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge issue could not be verified.